Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch (lss) occurred on both the right ventricular (rv) and left ventricular (lv) channels of this cardiac resynchronization therapy pacemaker (crt-p). It was believed that the measurements for both rv and lv pace impedance on competitive leads had been greater than 2000 ohms. However, no recent impedance values were available. It was noted that the lv lead was programmed in an lv-to-rv configuration. A technical services (ts) consultant discussed that each lead should be evaluated in both unipolar and bipolar configurations. Ts noted that the clinical observations could be due to an issue with the rv ring; ts suggested an x-ray be performed to rule out potential lead fracture. This device and both of the non-boston scientific leads remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicates that the physician reprogrammed the system back to bipolar configuration and reset impedance limits. No additional observations were noted. This system remains in service.